Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient went to see her healthcare professional and they would be replacing the device on the (B)(6) 2017. The patient was asked if it was a normal battery depletion and the patient said she guess. It was reported that the device doesn't work at all, which was clarified to be a return of bladder symptoms. There were no further complications or anticipations reported with this event.